Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. Based on the available information, a cause for the reported thrombosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter (sgc) referenced is filed under another MFR report number.

Event description:
This is filed to report thrombosis. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted without issues and mr was reduced to 1. After clip implantation, the reduction of mr may have resulted in thrombosis. After removal of the steerable guide catheter, a right to left shunt occurred, requiring a closure device for treatment. No additional information was provided.